Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 77 mg/dl. No significant events leading to the alarm were observed. Product is being returned and replaced.